Event description:
It was reported the lead impedance varies between about 500 ohms and 1000 ohms. The lead remains in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance varies between about 500 ohms and 1000 ohms. The lead remains in use at this time. No patient complications were reported as a result of this event. It was later reported that the lead continued to have variable to high impedance and a possible fracture. The lead was removed and replaced.

Event description:
It was reported the lead impedance varies between about 500 ohms and 1000 ohms. The lead remains in use at this time. No patient complications were reported as a result of this event. It was later reported that the lead continued to have variable to high impedance and a possible fracture. The lead was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. It was visually noted that there were three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets are in the correct position. It could not be determined when but, at some time, the lead was not fully inserted into the device.